Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021 the two(2) screws of lpn got damaged during the surgery. Procedure was completed successfully without any surgical delay. This report is for one (1) ti low profile neuro screw self-drilling 4mm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.